Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Premarket identification k011028 and k013227.

Event description:
The doctor reports that the neck of the implant was fractured and also mentions that the missing part of the implant is not in the patient's mouth because it was lost. The doctor mentions that the patient will have to return to his office in the future to complete the surgical procedure. The affected dental position is #16 and the doctor informs that the patient did not suffer any type of damage or impact to his health.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative an impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual inspection of the as returned product identified that the implant is fractured at the collar. Device history record (DHR) review was completed for the subject lot number: (1220148). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1220148) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.